Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced low flow alarms. The low flow alarms turned into intermittent pump stoppages and red heart alarms. The system controller was exchanged and the alarms continued. A decision was made by the surgeon to exchange the patient's lvad. The patient remains ongoing on the new lvad.